Event description:
It was reported that during a da vinci hysterectomy procedure, the customer experienced multiple recurrences of system error code #20008. The site called for support and an isi technical support engineer (tse) viewed the system error logs and found system error code #21008. Based on the system error logs, it was determined that the right master tool manipulator (mtmr) was faulting. While the tse was assisting the surgical staff in exercising the mtmr, the surgical staff decided to convert the procedure to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error codes #20008 and #21008 were experienced by the customer and, were associated with the endoscopic camera manipulator (ecm) and mtmr. The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The master tool manipulator (mtm) refers to the master controllers, which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeons left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected ecm and mtmr. The system error codes #20008 and #21008 functioned as designed and there was no injury to the patient. The da vinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci in a "recoverable safe state." The ecm and mtmr were returned to isi for failure analysis investigation. Engineering evaluation of the ecm found an axis motor encoder assembly had malfunctioned. Engineering also evaluated the mtmr and found an axis potentiometer had malfunctioned. These malfunctions were found to have generated the system errors experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital.